Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead fell off from the ventricle when the sheath was cut. It was also noted that the sheath could not be used and another his sheath was removed. It was further reported that the rv lead exhibited high thresholds, the screw was screwed in and out several times, the screw was slightly deformed and the fixation was not good. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.